Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for the event. The cause of the peritonitis was attributed to the patient¿s cat chewing on the tubing. The culture result of pasteurella multocida supports that finding as this organism is "part of a normal flora of cats and dogs that can be introduced via the pet's close proximity to pd equipment or licking/biting the pd tubing". Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a separate event, it was reported that this peritoneal dialysis (pd) patient was previously diagnosed with peritonitis. Additional details were provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s friend called the home therapy registered nurse (htrn) on (B)(6) 2023 to report the patient was having severe abdominal pain for several days. The patient had not contacted the htrn prior to the call from the friend. The patient arrived at the pd clinic with cloudy pd fluid, pain 10/10, and doubled over in pain. A culture sample was obtained. The patient was instructed to go to the emergency room (ER). The patient was transported to the ER by their friend. The patient was admitted on that date. The patient was diagnosed with peritonitis. The patient¿s culture was positive for pasteurella multocida. The white blood cell (wbc) count was 4307. The patient was prescribed intraperitoneal (ip) meropenem 1000mg (B)(6) 2023 - (B)(6) 2023 (21 days). During the hospitalization, the patient was receiving intravenous (IV) and ip antibiotics (drug, dose, and frequency not provided). The patient was discharged on (B)(6) 2023. The cause of the peritonitis event was the patient¿s cat chewing on the patient line. The patient continued ccpd during recovery.